Event description:
Patient reported deflation. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
The device has been explanted.

Event description:
Patient reported, deflation. This record is for the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed, as fold flaw opening. Broken device assessed, as surgical damage. And missing shell assessed, as inconclusive. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.